Manufacturer narrative:
The device evaluation found the pit port was damaged causing spotty image. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that [no image] occurred due to printed circuit board failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the video system center had a spotty image. There were no reports of patient harm.